Event description:
My child has had a g-tube for almost 5 years. We have always used the mini one balloon button low profile feeding device. For almost 4.5 years, we never had a problem with the stoma site. Ever since the manufacturer changed the button to make it glow in the dark, we have had 2 stoma site infections. The glow in the dark aspect of the button must be causing sensitivity issues and is resulting in infections.